Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to remove anything from the station. The technical support specialist (tss) dialed into the station and encountered a fatal error upon login. The tss then logged in as care fusion admin and identified that the device database was bloated, with a used size of 10gb. The tss stopped the data synchronization service, backed up the encrypted data, and dropped the database. The tss repaired medication application, restarted the data synchronization service, and performed a full synchronization on the station. Post-sync, the database size reduced to 5.9gb. Finally, the tss rebooted the station and verified that all required services were running. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the nurse was unable to remove any items from the pyxis. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the nurse was unable to remove any items from the pyxis. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.